Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00x20mm promus element¿ plus stent delivery system (sds) was selected to treat the target lesion. However, it got stuck on an unspecified guide wire. The device and the guide wire were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.